Event description:
The manufacturer received information related to a philips respironics e30 with humidifier device. According to the allegation of patient death. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.